Manufacturer narrative:
It was reported that a revision surgery was performed due to unspecified reasons. The whole implant system was changed. The devices, used for treatment, were not returned for investigation. A visual investigation could therefore not be performed. A review of the production documentations did not reveal any deviation from the standard operating procedure. Furthermore, no additional complaints were reported for the corresponding batches and no devices with the same or similar reported failure mode for the affected article numbers were reported. The reported risk of unspecified post-operative condition is covered within the corresponding risk document and the concerning risk is associated with a low patient risk. Furthermore, a review of the device labelling revealed that the IFU (lit. No. 12.24 ed. 07-10) states known possible risk factors and side effects in combination with the implantation of a knee prosthesis. Based on the received information, the reason for the reported revision surgery due to unspecified reasons could not be confirmed conclusively. There is no indication that the device failed to match specifications at the time of manufacturing. The case will be reopened, should the parts be returned or should further information be received. Smith+nephew will continue to monitor these devices for similar issues.

Manufacturer narrative:
Additional information: a3, h4. H3, h6: it was reported that a revision surgery was performed due to unspecified reasons. The whole implant system was changed. The devices, used for treatment, were returned for investigation. Upon visual inspection, a fracture at the distal peg of the tibial insert was noticed. According to the performed material analysis, the pe fracture surface shows characteristic signs of fatigue. However, no material faults could be observed through microscopic methods. A review of the production documentation including the material certificate did not reveal any deviation from the standard operating procedure. Furthermore, no additional complaints were reported for the corresponding batch in scope. The severity and the failure mode are covered through the corresponding risk management. Furthermore, a review of the device labelling revealed that the IFU (lit. No. 12.24 ed. 07-10) states several possible risk factors and side effects in combination with the implantation of a knee prosthesis. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. With the information provided, the root cause of the fractured pin of the tibial insert cannot be confirmed upon performed medical investigation. However, the relationship between the reported event and the device was confirmed. Based on the performed investigations, the root cause of the reported issue remains undetermined. Material fatigue over time might have contributed to the incident, even though no material deviation was detected. No further actions are deemed necessary at this time. Smith+nephew will continue to monitor these devices for similar issues. The part will be retained. A1, a2, g1, h6, h10.

Event description:
It was reported that, after a left tka had been performed, the patient had an unspecified adverse event that was treated by revision surgery. The patient outcome is unknown.